Event description:
Cardinal health service dept reported device came in for service (motor stall error code) and visual exam found clear fluid residue on camshaft and occluders. Verified that the residue was not hindering the movement of the mechanism assembly. An investigation for this failure mode has been done and cardinal health has determined a report of residue on the occluders is a potential malfunction. If occluders were to stick, rate inaccuracies could occur. Customer notified of residue on occluders. Reported no pt events of rate inaccuracies for the history of the device.

Manufacturer narrative:
(B)(4). This report was filed by the MFR.